Event description:
Livanova deutschland has received a report that a 3t heater cooler was displaying errors meaning patient circuit pump is not working and patient circuit pump is not immersed in liquid (motors on the patient circuit bridge and the floot assembley issues) during set up. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. A livanova field service representative was dispatched to the facility to investigate the device and decided to replace the whole patient circuit bridge and all is working correctly. All components have been inspected and tested according to the manufacturers specifications. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: the most likely root cause of the reported issue is associated to motor pump bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.